Manufacturer narrative:
Gender/sex: unknown, information not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: a partial UDI number is known, as the serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and then had to be cut out to implant an anterior chamber lens (ac) iol. Additional information states the doctor had to cut out the lens because of the angle the lens sitting was not proper and the technique surgeon was trying to perform. Suture was placed because of enlarged incision. Procedure was completed successfully using non-johnson & johnson anterior chamber lens. Patient was doing good post-op. No further information provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed, because the product has not been returned. The complaint issue reported could not be verified. And no product deficiency could be identified. Manufacturing records review: the manufacturing records are unable to be evaluated, due to no serial number received. A search of complaints related to this po was unable to be performed in the catsweb system, due to no serial number being received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.